Manufacturer narrative:
Site decided not to replace the part and will not be returning the suspect part for evaluation. Unable to investigate issue further as site chose not to replace part.

Event description:
A biomedical engineer reported that the knob between the dual startburst adapter and the skull clamp is stripped. This event did not occur during a surgery and no patient was present.

Manufacturer narrative:
No patient was present at the time of alleged malfunction.the manufacturer has not yet recieved the suspected device for evaluation.